Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1,100 mcg/day) via an implanted pump. The patient¿s exact medical history was unknown, but the patient was essentially in a vegetative state and had been for years. She had a tracheal tube for breathing and a gi (gastrointestinal) tube for feeding. It was reported that the patient was normally at a nursing home but was admitted to the ER on (B)(6) 2020. She was admitted with hypothermia and was tested for infection. The nursing and hcp staff found out that she had a baclofen pump and they were not familiar with the pump, so had contacted the reporter regarding the pump. The father of the patient did not know for certain when the pump was last filled, but suspected it was earlier in 2020 when she was admitted to a different hospital. The reporter spoke with the nursing home and they were not aware when her pump was filled either. It was reviewed with the nursing staff at the ER that hypothermia was typically not a sign of baclofen withdrawal, however, the pump should be read because no one could answer when the pump was last refilled. The nursing home and ER could not hear an alarm. The pump was interrogated and was found to have gone empty over a year ago. There were no motor stalls, just the pump running dry on (B)(6) 2019. The family was not able to say if the patient went through any withdrawal because they were not allowed in the nursing home due to covid-19. The cause of the issue was noted to be that there was a transition of the care for the patient when her previous nursing home closed late in 2019 and she was admitted to a new nursing home. Per the family, the new nursing home was further away from her pump managing physician, so the care for the pump was supposed to be transferred to a closer clinic and the new nursing home was supposed to take care of that transition. Per the new nursing home, they were not aware she had a pump. It was determined that currently the patient had a uti (urinary tract infection) and per the patient¿s father, she had gone hypothermic before with a uti. The empty pump issue was not resolved at the time of the report; however, the reporter had reached out to her previous pump managing physician to see if they knew who was supposed to take on the patient¿s care and would work with that clinic to contact the new nursing home to coordinate a refill. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump had not been filled in 1.5 years according to the managing physician and now the managing physician was wanting to refill the pump. The rep inquired if there were any issues with filling an empty pump. The system content removal procedure was emailed to the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative indicated that the hcp had not yet met with the patient to schedule a follow-up. Since the patient had been without intrathecal baclofen for 2 years, they were debating if the patient could reliably be brought for refills in the future and restart the therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-jul-2020 at which time it was reported that they were having a conference regarding whether they would refill the pump or just discontinue therapy all together. No further complications have been reported as a result of this event.